Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported, per medwatch, that the patient underwent an unspecified spinal surgery for the treatment of adolescent idiopathic scoliosis. Ten years post-op, the patient presented with a draining hip. Ultrasound and MRI scan felt to communicate within the end of the right -sided rod. Reportedly, the patient was taken to operating room for debridement of the implants that were felt to be deeply infected. The right sided rod was removed.